Event description:
Customer reported erroneous high accu tni (troponin I) test results were obtained for six pt samples when using the synchron lx I 725 clinical system. The erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Test results were reported out of the laboratory. Repeat analysis was performed. The test results were within the normal range. No reports of death or serious injury as a result of this event. This is event 2 of 6 reported by this customer for six pts tested over several days. It is unknown if there was any affect to pt treatment.

Manufacturer narrative:
Samples were collected in 5 ml lithium heparin plasma tubes. Samples were centrifuged for six minutes at 3000. The initial results were obtained from samples analyzed through the cta (closed tube aliquotter). All three levels of accutni quality control (qc) were within the customer's established ranges prior to and after the event. A routine system check was performed on (B)(6) 2010 which passed within instrument specifications. On (B)(4) 2010, the field service engineer performed a carryover test on the cta. Testing passed within instrument specifications. There were no hardware issues which would have contributed to the event. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events. This MDR represents event 2 of 6 reported by this customer. The related mdrs are: MDR 2122870-2011-03480, 03482, 03483, 03484, 03485.